Event description:
New information received notes that fracture was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high impedance that led to impedance out of range. No programming changes were made. The patient was stable throughout.